Event description:
It was reported that during central processing, the force bipolar instrument jaw broke. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: per patient, no fragments fell into the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.184" x 0.684" was found to be broken off. The broken piece was not returned. Additionally, the instrument was found to have multiple input disks broken. Hairline cracks were found on grip input shafts. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.